Event description:
It was reported that the patient was having hallucinations and couldn't talk right. These symptoms had been going on at least a couple weeks prior to the date of this report. The leads were thought to be bulging out on the left side of the patient's neck, but they might have always been that way. There was a bump on the patient's left shoulder where the implantable neurostimulator (ins) was, and the site was a little puffed up. It was noted that the implant was on the patient's left side, which was the side the patient often leaned when in the wheel chair. It was also reported that the ins 'moved up' it was thought the ins flipped or moved. The programmer was working, but the patient had not made any adjustments since the device had been working 'okay.' The patient had not had any recent falls.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 748251, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 7436, serial# (B)(4), product type programmer, patient product ID 3387-40, lot# v007058, implanted: 2006 (B)(6), product type lead, product ID 3387-40, lot# v007611, implanted: 2006 (B)(6), product type lead. (B)(4).